Manufacturer narrative:
The event date was reported as 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarms which were unable to be reproduced; however, downstream occlusion alarms were verified through a review of the event history log and found to be caused by the digital pot setting and force sensor scale factor to be out of specification. The no tube and force sensor scale factor were calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.